Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was stuck on update after rebooting. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on update after being rebooted and could not be recovered. A field service engineer (fse) restarted the device but was unable to get the application running. The fse documented the internet protocol (ip) information, station name, serial number, and site ID, obtained the server's name from a nearby device, and shut down the station. The hard drive was swapped, and the station was booted up, configured, and synchronized with the server. After a reboot, the application launched successfully, and the issue was resolved. The system functioned as intended after the field service engineer resolved the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was stuck on update after rebooting. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.